Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips are not holding, they are twisting in the applier causing the ends of the clip to crossover, instead of the ends meeting. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). We are unable to perform a DHR review for the alleged complaint since lot information has not been provided. Lot information was not provided and no sample was returned for our investigation, therefore, no corrective action is required at this time.

Event description:
It was reported that clips are not holding, they are twisting in the applier causing the ends of the clip to crossover, instead of the ends meeting. The patient's condition is unknown at this time.